Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. Customer reports that when a nurse was flushing the arterial port of a central venous catheter, she noticed a splash of saline when flushing. Upon removing the syringe she noticed the tip of the 12ml syringe broke off and was inside the catheter port. Sterile scissors were used to remove the tip of the syringe. The device will be returned for evaluation. No patient harm or medical intervention.